Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovering from this peritonitis event. Extraneal and physioneal therapies were ongoing. No additional information is available as the reporter declined to provide any further follow up.